Event description:
The initial reporter stated that the administration set had cracked and leaked. Mmd made multiple attempts to follow up with the initial reporter but those attempts were unsuccessful. They had not reported any adverse effects to the patient. No further information was provided. Complaint (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.